Manufacturer narrative:
The customers biomed reported that water was found in the breathing circuit during patient (neonatal) treatment. The ventilator was replaced with another one. No further integral information has been received. The evaluation of received device logs shows that ventilation started 07:33 on the date of event and was set to standby 12:49. The last pre-use check passed two days earlier. From 12:18 peep high alarm appear frequently and from 12:24 airway pressure high. The ventilator was in simv mode and parameters such as simv rate and o2 concentration was changed several times by the user. There were no technical error codes. Actions when these alarms occur are to check the patient and the patient breathing circuit for blockages, for example caused by mucus or secretion, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Alarms will be generated when set alarm limits are exceeded. The conclusion is that liquid/water in the patient circuit contributed to the high pressure found in device logs. There is no information about the origin of the liquid. There is nothing in device logs that indicates that the reported issue was caused by a ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that water was found in the breathing circuit during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).